Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext:(B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found no record of reported alarm. Visual and functional tests were performed, which found debris in the downstream occlusion (dso) sensor. The dso sensor assembly was replaced to fix the issue as well as the lens, keypad and labels.

Event description:
It was reported that the device had a remove and reattach cassette error. There was unknown patient involvement/patient harm reported.